Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) - (B)(6), 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced lift unexpected drop/collapse. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer; no defect or malfunction was found. Evaluation results findings (components/results) 1 device: chassis/frame / no device problem found there was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was originally communicated with the customer was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. The number of events summarized has been changed to 0, but the field is marked as 1 due to system requirements.

Event description:
This report now summarizes 0 malfunction event(s), instead of 1.